Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the event reported was related to the implanted spinal cord stimulator device manufactured by medtronic. On (B)(6)2010, bsn became aware that while a patient was undergoing a bsn permanent implant, the surgeon had attempted to go in with the needle intraseptal and felt uncomfortable to continue. The surgeon was also trying gto remove the medtronic device. The medtronic device was explanted and nothing was implanted as far as the bsn device was concerned. The whereabouts of the medtronic device is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).